Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of communication fault alarms. Additionally, the analysis of the log file did not note any notable alarms on the morning of (B)(6) 2021. The submitted system controller event log file contained data from (B)(6) 2021. The log file captured a persistent loss of communication alarm throughout the duration of the log file. As a result, the log file did not capture pump speed, flow, pulsatility index (pi), or other pump information; however, the power operated between a normal power consumption range, indicating that the pump was running throughout the log file. The controller periodic log file contained data from (B)(6) 2021. The log file also captured a persistent loss of communication alarm throughout the duration of the log file. No other notable alarms were observed within the files. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous loss of communication event reported under MFR # 2916596-2021-01204. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an unknown alarm in the morning. The patient's pump has had known loss of communication. The log file contained the known loss of left ventricular assist device (lvad) comm alarms. The log was unable to determine unknown alarm. The lvad power readings were similar to past log files which would indicate the pump was providing similar flow.